Event description:
A pt with metastatic lung cancer was found slumped over in a chair pulseless, breathless and without a blood pressure. The pt was intubated and medications were administered. The pt converted to a shockable rhythm and disposable defibrillation electrodes were attached to the pt. Reportedly, the pt was to receive a shock and the defibrillator would not charge. A back up device was acquired and an attempt was made to shock the pt. The second device would not charge.